Event description:
Customer called stating that her meter is reporting false results. An evaluation of the system was conducted over the phone, which determined that the meter was reporting high results which were outside the range of specifications. Customer asked to return meter for further evaluation, and a replacement was provided.